Event description:
Reporter indicated that pt's ncp system was explanted, probably due to infection. The pt had undergone generator replacement surgery 2 months before the explant due to presumed infection.